Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Access was obtained via the right femoral artery. The 85% stenosed target lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery. The lesion was predilated with a 2.5x20mm apex balloon catheter. While attempting to place the 2.5x38 promus element plus stent, the proximal edge of the stent "had a bunch up a little bit'. The stent was deployed and post dilated with a 2.5x15 apex balloon catheter. The procedure was completed with this device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).